Manufacturer narrative:
Evaluation summary: there was no data regarding product identity received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. There was no sample returned as the shunt remains implanted, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article, the authors reported that the purpose of the study was to exam reoperation rate and complications of resident performed glaucoma surgeries within the first 90 postoperative days. The method was described as a retrospective study of resident performed glaucoma filtering surgeries between 2012 and 2014. A total of 180 cases were reviewed (34 trabeculectomy, 85 shunt and 61 glaucoma valve. There were 4 in the shunt group who required reoperation to address postoperative complications. There are 5 medical device reports associated with this literature article. This report is for a (B)(6) male patient, who developed a wound leak and required reoperation on the 1st postoperative week. The outcome for this patient who required reoperation is favorable at their 1 year reoperation follow up.